Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2011 (type ii bone) in site #12. Primary stability and osseointegration were achieved. The clinician states that the implant fractured. A provisional prosthesis was placed on (B)(6) 2011. The implant was removed on (B)(6) 2012 due to mobility. Med. History: no significant findings.